Event description:
Reported via clinical study: it was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a deployed device diameter of 18 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin (81 mg/day) and apixaban (10mg/day). 1011 days post procedure, the patient presented to the emergency department (ed) after experiencing c-spine nerve block with eye droop. No other symptoms were reported. At the time of the event, the patient was on aspirin (81 mg /day). Magnetic resonance imaging (MRI) was performed which revealed no acute changes. The patient was diagnosed as having a transient ischemic attack. No other complications were reported to have occurred. The same day the outcome of the event was considered to be resolved.